Manufacturer narrative:
As part of our investigation, olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the patient, procedure and device(s) but no information was obtained. The device was not returned to olympus for evaluation. The cause of the reported event could not be determined at this time. However, olympus will continue to investigate and if additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a procedure on the week of (B)(6) 2019, the user facility reported that the physician was using the diego elite system and had set the device down, then when the physician picked the device up and depressed the foot pedal, it sped up out of control and then stopped. The procedure was completed with an older diego system. There was no patient harm reported.